Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called with concerns regarding their power module. The patient stated that they switched the first power cable from battery power to the power module with no issues. When the patient disconnected the second power cable from battery power, the replace power and low battery alarm activated. When the patient connected the second power cable to the power module, the alarms would resolve. It was later communicated that all alarms resolved once the power cable was replaced. The patient at the time had an active infection.